Event description:
It was reported that prior to use, the hms plus instrument was unable to pass quality controls. Multiple cartridges from different lots were tried without success. A backup device was used. There was no patient involved. Medtronic received additional information that liquid and electronic controls were used. No error code associated with this issue was observed.

Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument not passing quality controls was not verified during service. The field service technician arrived on site and they were unable to find any issues with the instrument. The service technician ran the instrument through the typical preventive maintenance procedure and everything was within calibration. The service technician used a thermometer to check wells 5 and 6 which were 36.9 degrees celsius. The service technician has advised the facility to try different cartridge lot numbers and they have been referred to the clinical specialist. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the field by a medtronic field service technician. The instrument was not returned to a medtronic facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.